Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Drive support disk was inspected and no anomaly noted. However, loose and shifted end cap sticker was noted. Cracked reservoir tube lip, cracked battery tube threads, cracked case near reservoir window and scratched display window noted during visual inspection. The insulin pump passed prime, basic occlusion and displacement test. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 500mg/dl. Troubleshooting was performed, and the drive support cap was flush. It was stated that the device was exposed to x-rays. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.